Manufacturer narrative:
Visual and dimensional inspections were performed on the returned guide wire and the reported peeling was confirmed. Additionally, wrinkles on the polymer and teflon coating damage was noted. The reported difficulty to remove was unable to be confirmed due to the returned condition of the guide wire and the atherectomy device not returning. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. It should be noted that per electronic instructions for use (eifu), gw, hi-torque guide wires for pta states: this device is not designed for use with atherectomy devices. In this case, the reported use of the command 14 es guide wire with a laser atherectomy device does appear to have caused and/or contributed to the reported complaint as it is likely that the atherectomy device caused the noted damage to the polymer resulting in the difficulty to remove. The investigation determined the reported difficulty to remove, and peeling appear to be related to user error (device selection). In this case, it is likely that the laser of the atherectomy device caused the noted delamination and lifting damages on the polymer coating causing it to lift and appear like peeling, likely resulting in the difficulty to remove and wrinkles on the polymer. The noted teflon coating damage likely occurred during retraction through the torque device and or other accessory device used in the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat in-stent restenosis in the left superficial artery. Laser atherectomy was used with the command guide wire, and after atherectomy was performed, the guide wire was difficult to remove from the laser. The devices were removed together. Once outside of the anatomy, the guide wire was removed from the laser. Some of the coating on the distal end of the guide wire was scratched off or is missing. Nothing was noted to be left in the body. Angiogram was taken and everything looked normal. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.